Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cables connecting ECG "a" and "b" and ECG "c" and ECG "d" were pulled from the strain relief, damaging the j703 connector on the distribution node pca, causing the reported add gel messages. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving add gel messages prior to gel release.